Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had an issue with the battery cap. Customer stated that they were sent a new one and they just replaced the battery. Customer receives a low battery every day or two. Customer stated that the pump is still not coming on after receiving the replacement battery cap. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.